Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not monitoring the pump to ensure boluses are completed and estimating carbohydrates and using the normal bolus setting).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators were unable to duplicate reported complaint. There was no defect found. The display lens was found to be scratched.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that their blood glucose (bg) is roller coaster over the last month. They stated that their blood glucose ranges from 40¿smg/dl to 400¿smg/dl with mild increase thirst and urination and occasional ketones for bg elevations and shaky and sweaty for low bg. The patient also reported bent cannulas and site bleeds on occasion. Customer support (cs) reviewed pump history and all settings are correct. In reviewing the bolus history one bolus was found of 9 units that was canceled. And there were several 0 boluses. The patient does not monitor each bolus was received. The patient maybe estimating carbohydrates and using the normal bolus setting. Cs advised the patient the importance of using the ez bg or ez carb for bolusing. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from the patient not monitoring the pump to ensure boluses are completed and estimating carbohydrates and using the normal bolus setting.